Event description:
It was reported that the coil separated in an unexpected location. A 3mm x 6cm f-idc interlock was selected for use before evar stent graft placement. During the procedure, when placing the coil, it did not separate from the delivery wire smoothly. Furthermore, when it was tried to be retracted once, the catheter bounced, and the coil separated in an unexpected location in the internal iliac artery. No special treatment was taken with the physician's decision. The procedure was completed with another of the same device. No patient complications were reported.